Manufacturer narrative:
(B)(4). Batch # m52d5j. The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received with the swing tab locked out. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident and the protruding staples is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hemi colectomy procedure, while the surgeon performed hemi colectomy, he fired the device at the colon but he found some staples were not form b-shape and remained irregular at the end of the anastomosis part. He had to do reinforce suture at that site to make sure the anastomosis. There were no adverse consequences for the patient.